Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced, and pocket site was moved higher. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.